Event description:
The pt reported in 2007, that four months earlier his rechargeable battery leaked while in the controller (part of the sound processor), the substance dripped on his skin and "burned [his] skin", causing it to turn red. He indicated that there was no heat associated with the leakage. No medical treatment was reported. The pt reported that he had discarded the battery. A new battery was sent to the pt.

Manufacturer narrative:
Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report, filed on 8/20/08.